Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was unable to pass second lock test as the clip opened up 40 degrees after lock line removal. The clip was closed again and deployed. Post deployment, the clip opened up 40 degrees again. Another clip was implanted to stabilize the opened clip and further reduce the mr to grade 1. There was no clinically significant delay reported.